Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the grip cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the staff reportedly observed the wires to have frayed on the mega suturecut needle driver instrument. No patient harm, adverse outcome or injury was reported.